Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. The device was not returned for additional evaluation and investigation. Per the instructions for use of the intrathecal catheter, a possible risk of use of the device is catheter migration. Representative stated that neither they nor the physician could hypothesize how the catheter migrated with the catheter anchor still in place. Internal complaint number: (B)(4).

Event description:
The patient initially complained of a lack of pain relief from pump therapy. The attending physician brought the patient in for a dye study, and when they looked under fluoroscopy they identified that the catheter had migrated completely out of the intrathecal space. A catheter revision was performed and the physician noticed that the catheter anchor was still in place. The physician put in a new catheter and connected the new and old catheters together.